Manufacturer narrative:
A ge representative evaluated the system and replaced the display adapter with a new one and verified the live and recalled images look normal. System operates as intended.

Event description:
Customer reported poor image quality. The system live image is all static and when saved image is recalled the image is also just static. But the thumb nail looks fine. No pt injury was reported.